Event description:
The user stated they had a patient in which they got an hcg result of 1.01 miu per ml on the e601 and repeated it on the other e601, and got 154.5 miu per ml. The original result was reported to the doctor who requested the retesting of the sample. The patient was not adversely affected.

Manufacturer narrative:
The field service representative could not find a cause and noted all samples from this instrument correlated well with another analyzer.